Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via social media regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not tolerated by the patient's tissue. It was noted that the exact symptoms were unknown. The ins had already been explanted., and the issue was resolved.